Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for interstim - other. It was reported that the patient's entire system was removed about a year after it was implanted because it gave them a bunch of problems. It made their condition worse.